Manufacturer narrative:
Visual inspections & results: cartridge batch number; ec5867. Cartridge position; loaded. Casing position; back. Hook shroud condition; good. Instrument serial number; 178. Lockout slide position; unlocked. Number of staples returned in cartridge; 30 formed. Retaining pin position; back. Safety position; locked. Trigger position; open/locked. Functional tests & results: hook shroud condition; good. Indicator function properly; yes. Indicator setting when firing; green arrow. Knob collar lockout slot condition; good. Lockout slide tip condition; good. Safety disengage properly; yes. Staple heights conforming; na. Staples fire properly, and staple form properly; yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
The tlh90 was used during a gastric bypass. Device would not drive staples through the tissue. The device was removed and dry fired and worked fine. Another tlh90 was opened to complete the case. There was no consequence to the pt.